Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial # (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent breast augmentation revision with mentor smooth round moderate plus profile 325cc saline prostheses (B)(6) 2011 to replace ruptured unknown mentor gel implants. In 2014 the patient went to see a physician regarding asymmetry of the breasts. One of the breasts appeared to be higher than the other. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-02337 for report on contralateral prosthesis). The bilateral ruptures of mentor gel implants were reported under quarterly report asr q4 2011. This complaint was original opened to address this previously reported event, and contained additional information that the mentor devices that replaced the ruptured implants in 2011, also had reported issues.

Manufacturer narrative:
On 05/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).